Event description:
Caller reported a malfunction on the pump, indicated by a fault code and listed as non-resettable. The customer's blood glucose level did not exceed 500 mg/dl, suggesting that there was no extreme adverse impact. Tandem technical support arranged for a replacement pump to be sent and provided instructions for storage and return of the malfunctioning pump. The customer would use multiple daily injections (mdi) as backup therapy until the replacement is received.